Event description:
It was reported that the stent partially deployed and was stretched in the process. An eluvia us, 6x150, 130 cm was selected for use in the superficial femoral artery (sfa) for the chronic total occlusion revascularization procedure. The moderately calcified sfa was reported to be 100 percent stenosed. The target lesion was accessed via a contralateral approach and pre-dilated using a balloon. The eluvia delivery system was advanced without resistance over a platinum plus guidewire .014 in. The stent was deployed to approximately 30 percent before the deployment mechanism ceased to function. The pull grip was not utilized. The handle was split open in order to maneuver the inside of the deployment mechanism manually. The physician utilized forceps to manually deploy the stent. As a result of the manipulation, the stent was elongated by more than 250 mm. Following removal of the delivery system, it was noted that the inside of the deployment mechanism had accordioned inside the handle. The deployed stent was post dilated and the procedure was completed. There were no adverse consequences reported to the patient.